Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 4 years post implant of this 31mm bioprosthetic mitral valve, the valve was explanted and replaced with a 29mm mitral bioprosthetic valve. The reason for explant is unknown. No adverse patient effects were reported.